Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that with multiple cartridges customer did not feel "the suction from pulling out the air from cartridge". Blood glucose level was 110 mg/dl. Reportedly, a new cartridge was loaded to address the issue.